Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 191) indicating there was a loss of communication with the outlet flow sensor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of system fault 191. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system fault 191 was due to a faulty outlet flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).